Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0406 captures the reportable investigation finding that the sidecar rx was pushed back. Imdrf device code a0501 captures the reportable investigation finding that the handle cannula was detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection found the handle cannula was detached and the side car rx was pushed back. Dimensional inspection noted the pushback is approximately 5.0 mm which is out of specification. The depth of the distal and proximal screws was measured and confirmed to be within the acceptable range of specifications. The reported event of basket failure to closed was confirmed. Based on all available information, the investigation findings of handle cannula detached and side car rx pushback could have been influenced by various factors such as manipulation, the technique used during procedure, or the anatomical condition of the patient. Therefore, the conclusion code of the problem found is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a fiber choledochoscopy, percutaneous via t-tube or other tract, with removal of stones procedure performed on (B)(6) 2023. During the procedure, the basket could not be closed. There was no stone inside the basket. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation results revealed the handle cannula was detached and the sidecar rx was pushed back; therefore, this is now an MDR reportable event. Please see block h10 for full investigation details.